Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported there is a gap due to the inside of part of the top back teeth hitting the middle of the bottom teeth preventing it from closing correctly causing a gap. The patient's dentist seemed more concerned about patient's top front teeth rubbing on the bottom front when biting which is probably related to the other bite issue. The patient's orthodontists recommended patient to stop wearing aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.